Event description:
It was reported that a patient underwent a whipple procedure on (B)(6) 2013 and a barbed suture was used to close the fascia. After the first tissue pass, the fixation tab broke off and did not secure the suture. A different suture was used to close the fascia. There were no adverse patient consequences.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. It was determined that one side of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. The half of the fixation tab that sheared off from the rest of the device was not returned. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.